Event description:
It was reported that pump experienced malfunction alarm identified as malfunction code 15, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm occurred again, and caller acknowledged understanding of guidance.